Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a bubbled downstream occlusion sensor. Patient involvement is unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device's dso seal bubbled, confirming the reported problem, along with a scratched lcd lens. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6).